Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been having so much trouble with this thing and the issues have been ongoing for the last couple of months. Patient stated they have been complaining about all the troubles to manufacturer representative (rep) for 2 months now and rep advised patient to call patient services. Patient reported the other night they went to bed and were unable to change from therapy group a to b so they had to go to bed with this thing nailing them all night long. Patient stated last night they went to bed on therapy group b and woke up this morning and it was on therapy group a. Agent had patient connect through mystimrc app; patient reported they were on therapy group b and stated they had not changed from group a this morning. Agent reviewed information and redirected to rep to further address. Agent advised to have rep contact technical services if needed. Patient mentioned they have dementia and use a walker. Additional information was received from a manufacturer representative (rep) stating that the patient's dementia causes them to forget proper use interaction with the device. Patient tries to change their therapy while they are actively charging which leads them to believe that the controller is not functioning properly. Patient also forgets that they need to power on the communicator before attempting to make a change to his therapy. Rep has provided education, and states that this is a recurring issue due to the patient's forgetfulness. Rep assumed the patient changes the groups and forgets. At the last patient meeting, all the components were functioning just fine.